Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6) 2023, the user contacted dario to report high blood glucose (bg) readings. The user, who is pregnant, reported receiving high fasting bg readings from her dario meter compared to consecutive bg readings that she performed, which were within range. The user also stated that she is switching to insulin for pregnancy.